Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that as the surgeon impacted the femur that the plastic piece of the instrument broke up with no incidence on the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Reported event was confirmed. Visual inspection of the returned device revealed a fracture, gouges, nicks, scuff marks and scratches which are synonymous with use during product¿s life cycle. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to normal wear during the instrument's field life. Review of complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Reported event was confirmed. Visual inspection of the returned device revealed a fracture, gouges, nicks, scuff marks and scratches which are synonymous with use during product¿s life cycle. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to normal wear during the instrument's field life and a previously identified design issue for which corrective action has been initiated. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.